Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the reported event; the rf (radio frequency) head would not interrogate due to the rf head cable. It was also indicated that the upper case lens was cracked. (B)(4).

Event description:
It was reported the rf (radio frequency) head will not establish telemetry and/or does not turn on led (light emitting diode) indicator. The rf head was returned for repair. There was no patient involvement indicated.